Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that during clinic follow-up, the device was found to be at elective replacement indicator (eri). Low and out of range atrial lead impedance with rising atrial capture thresholds was observed. When patient was presented for a generator change at eri, atrial lead noise oversensing was found causing automatic mode switch episodes. The physician then noted an insulation anomaly on the atrial lead. The lead was capped and replaced on (B)(6) 2019. The patient experienced no adverse consequences.

Manufacturer narrative:
Correction: expiration date and manufacturing date should have been included in the initial report.